Manufacturer narrative:
Device passed the displacement test. Device received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or test due to a33 alarm. Device received with cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer stated she couldn¿t complete the rewind. This happened when she changed the reservoir. The customer was advised that the insulin pump needed to be replaced. The insulin pump is expected to be returned for analysis.